Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the allegations of extrusion could not be confirmed through product analysis. However, the reported patient symptom is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical examination of the pump identified sharp instrument damage to the outer pump block, resulting in a hole. No leaks were found. Under the microscope, the component was found to be contaminated. The pump was not functionally tested due to the contamination observed. The reservoir was visually and microscopically examined and revealed a leak in the kink resistant tubing (krt) consistent with explant damage. Visual and microscopical inspection of the cylinders revealed cylinder 1 had a hole caused by sharp tool damage consistent with explant and could not be pressure tested. Cylinder 2 had sharp instrument damage but the component passed all functional tests performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists extrusion as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was revised due to "extrusion of part of the implant cannula region of the scrotum." Additional information received via translation states the patient presented photos showing "extrusion of the pump implanted in the scrotum."

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised due to "extrusion of part of the implant cannula region of the scrotum." Additional information received via translation states the patient presented photos showing "extrusion of the pump implanted in the scrotum."